Event description:
It was reported that the patients trial procedure was aborted due to inability to access epidural space and advance lead despite multiple attempts. Patient developed a bilateral leg pain. Patient was administered a steroids and pain slowly subsided. The trial lead was discarded per hospital policy. No further course of action is needed at this time.